Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, implanted: (B)(6) 2016, product type: extension. Product ID neu_unknown_ext, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a healthcare professional, via a manufacturer representative, reported the extension was replaced because of high impedance. The lead was still ok (normal impedances). The patient told the manufacturer representative that she fell a while ago. This was prior to the high impedance and probably caused the high impedance because the extension was broken; the patient needed a new extension because the old one was broken due to the fall. The new extension was very difficult to connect to the old lead and one contact point was not able to be put inside the extension. There was an extension error and the extension was not well connected. Because one contact point of the lead was outside the extension, programming wasn't possible at the contact point. Water and a needle had been used to "open up" the extension to make the lead fit in, however, this did not help. The extension was implanted; there was no other solution. The manufacturer representative programmed in the middle of the lead. This was okay for the patient. It was noted it was very strange the lead couldn't slide into the connector/extension. At the moment, there were no signs or symptoms but it could still occur after a few months or year.